Manufacturer narrative:
The investigation of the reported failure mode has been completed. Product was not returned for investigation, and data logs are not relevant to the reported issue. Difficulty positioning: since product was not returned for investigation, and insufficient clinical details were provided, the cause of the difficulty positioning could not be determined. Product damage (sterile sleeve): based on the clinical details provided, the sterile sleeve tore due to excessive force being applied by the user. For this reason, the cause of the product damage was determined to be a use issue. Device history review: the device passed all the post sterile inspection checks.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. During repositioning, the impella 5.5 blue button was extremely difficult to depress and stay depressed. The doctor commented "there is something wrong with the spring, it was impossible to depress". Additionally, stress led to the sterile repositioning sheath to rip in the process. The patient is stable post explant.

Manufacturer narrative:
A.4 and a.5 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.